Manufacturer narrative:
Internal file number - (B)(4). Corrections: lot#. MFR site - reg#. Evaluation summary: the device was returned for analysis. The reported loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. Additionally, returned device analysis identified the posterior foot was separated and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 6f sheath after an interventional percutaneous transluminal coronary angioplasty procedure. Reportedly, as the proglide device was retracted to place the foot against the vessel wall, the proglide device came out of the artery. Inspection of the proglide device noted that the foot was open when the device came out of the artery. No tissue damage was observed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.